Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause could not be determined from the video and photo samples provided. One video sample of a niagra dialysis catheter in use was provided for evaluation. The video shows the bifurcation hub and extension leg section of the catheter. Blood is present within both lumens. The extension leg tubing is being manipulated and blood is observed to leak at the extension leg/hub interface. The characteristics or condition of the tubing cannot be clearly seen through the video sample provided. Four additional photos showing the sample outside of use within a plastic bag were also provided. Clear fluid is present within the device; however, the photos do not provide clear details of the damaged location at the extension leg tubing. Based on the description of the reported event and video sample provided, possible contributing factors include material damage to device during handling and sharp instrument damage. Since blood was observed to leak during use, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redp4249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leaks occurred at the backflow end of this catheter when the product was being used in patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp4249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leaks occurred at the backflow end of this catheter when the product was being used in patient.